Manufacturer narrative:
A comparative catheter was pulled from stock and tested for rbp. It was taken to 10 atm which is the rbp for this size of balloon. The balloon did not burst. It was then taken to burst which was 14 atm and was a clean and longitudinal burst.

Event description:
Balloon burst.